Event description:
A profile polypectomy snare was used during a polypectomy procedure in a male patient in 2008. According to the complainant, "the physician was able to remove 3 polyps, after using the snare on the 3rd polyp, the loop detached from the catheter. The loop was removed from the patient using forceps (manufacturer unknown)." The procedure was completed with a second profile polypectomy snare. No patient complications were reported as a result of this event, and the patient's condition was reported as "fine" following the procedure.

Manufacturer narrative:
The device has not been returned for evaluation; therefore, the cause of the malfunction is undetermined. A search of the complaint database did not identify any additional complaints recorded for this lot. The april 2008 15-month profile snare product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.